Event description:
"Customer reported: while nurse was administering dtap-ipv vaccine, vaccine squirted out of needle hub rather than going into the client's arm. Needle and syringe remained connected, but vaccine squirted out around the hub. Vaccine needed to be readministered to client on opposite arm. Needle used with pre-filled boostrix vaccine syringe, leur slip.

Manufacturer narrative:
No samples/pictures of impacted sol-care safety needle 25g1", ref sn2510 were received from the customer for evaluation. No samples of "pre-filled boostrix vaccine syringe, luer slip" used in combination with sol-care safety needle 25g1", ref sn2510 were available for evaluation. The batch number is unknown and for this reason it was not possible to come back to the manufacturing partner for the archived samples analysis. With the limited information available, it is not possible to identify the root cause of the problem. If samples or other useful information become available from the customer, the complaint will be reanalyzed accordingly. This report was initially submitted on 05/14/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. Due to unavailability of batch number, the investigation couldn't be able to conclude. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.